Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring = 500 mg/dl with symptoms indicative of hyperglycemia including extreme drowsiness, blurred vision, extreme thirst and urination, and small urinary ketones. The reporter stated that patient did not receive treatment above or beyond the usual routine of diabetes management. Animas customer support performed troubleshooting and determined the event was due to a training/misuse issue related to priming the pump; there was no indication or allegation of a pump malfunction. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy; the pump is not being returned for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.